Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip, a crack and a white-clouded area due to chemical or physical stress. It was also observed that the forceps could not be inserted smoothly due to a dent in the channel tube. It was observed that the objective lens had a crack due to a handling issue. It was also observed that the adhesive around the objective lens and light guide lens had a white-clouded area due to chemical or physical stress. It was observed that the distal end and the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring a sufficient distance from the distal end. It was also observed that the connecting tube had a wrinkle due to chemical stress. It was observed that a flare in the image occurred due to a scratch on the objective lens. It was also observed that the electrical connector had corrosion due to water leakage caused by water invasion in the device. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: light guide lens, connecting tube, protector of the universal cord on the control section side, switch 1, switch 2, switch 3 and switch 4. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lusera colonovideoscope has a reduced angulation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.